Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00113.

Manufacturer narrative:
Reportedly, the dispatched fse could narrow down the root cause to a problem with the ventilator motor and replaced motor and the position monitoring system. The replaced parts weren't made available to the manufacturer so far but upon checking the log files, the reported issue as well as the validity of the on-site analysis can be confirmed. The log file indicates that a ventilator piston position error occurred in the beginning of the procedure shortly after switching from manual to automatic ventilation. Since the motor speed is being monitored continuously, for example speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. No patient consequence have reportedly occurred in the particular case. All components that can be put in causal connection to an encoder check error have been replaced. The parts have been discarded and thus, the manufacturer is unable to distinguish between a potential malfunction of the position monitoring system and a potential problem of the motor itself. The device was in use for 10 years now which is the expected lifetime; the motor had accumulated an amount of operational hours that would equal 116% of the estimated ones which can be considered acceptable.